Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to a gradual increase in pacing impedance measurements of greater than 2000 ohms. The threshold measurements were also slightly elevated. The physician felt this was likely related to a build up of calcium on the electrode surface of the lead, and wanted to program the alerts off. Technical services (ts) discussed how to turn off the alerts with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.